Event description:
Received info regarding an alarm occlusion and a cartridge alarm 1 during bolus delivery. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A follow up report will be submitted.